Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a defective tip clamp in the reported problem area of the pipette assembly. The tip clamp and complete tip clamp sleeve were replaced. The instrument was cleaned, insp, tested without further problem and returned to svc.